Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm poly liner. Additionally an unknown mdm metal liner and metal head were revised. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that during a hip revision the surgeon removed the mdm construct (which was implanted at an earlier date) the metal liner, poly and the metal head and replaced with a traditional poly liner and biolox head. It was noted the acetabular cup was well fixed and the femoral stem was well fixed. No other complications were experienced.